Manufacturer narrative:
A partial lead was returned in two pieces. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the patient presented in clinic for follow-up, high right ventricular thresholds were noted. Device was unable to verify the capture. Decrease in sensing was also noted. There was loss of capture at maximum output prior to the lead revision procedure. During explant, the stylet got stuck in the lead lumen. Eventually, the lead was explanted and replaced. Patient¿s condition was stable before, during and after the procedure.